Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 601 mg/dl. Troubleshooting was performed, and the insulin pump did not pass the high pressure test until the third attempt. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a broken belt clip slot and scratched display window.